Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customers blood glucose level was 52 mg/dl. Customer's low glucose resolved on its own. Customer continued using current pump for insulin therapy.